Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer provided response to the questionnaire regarding the presence of foreign material.the customer provided response to the questionnaire regarding the presence of foreign material. The end user performed a high-level disinfection (hld) prior to sending the device for repair. The end user stated the material was seen in the sink during flushing. The stated it¿s possible it could of been a piece of metal from the attachments that we use but they are unsure. The end user confirmed there was no delay is the start of pre-cleaning the instrument/suction channel was aspirated. No abnormalities with the reprocessing accessories. The device was wiped/brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The device instrument channel, instrument channel port, and suction cylinder were brushed. No other concern about reprocessing. No further information was provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and there was no physical damage at the material residue point. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope had a piece of metal (an unknown object) come out during the flush cycle of the reprocessing. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.